Event description:
It was reported from colombia that during service and evaluation, it was determined that the power module device had a led warning light indicator error, would not charge, unintended activation/motion, fluid ingress, and device would run in the locked position. It was further determined that the device failed pretest for general condition and lever function, check charging sockets, information button and self-test, charging and checking of power module in charger ubc ii, check for unintended motion with handpiece, function ¿ test, saw ¿ test, and check liquid indicator. It was noted in the service order that at the beginning of the unspecified surgical procedure, the motor was tested with a fully charged battery. When the cuts for the knee replacement began to be made, the battery stopped working, delaying the procedure. It was reported that the procedure was completed with the institution's spare motor. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The power module device was evaluated and the reported condition that the did not function was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended activation/motion and would run in the locked position. The assignable root cause of this condition was determined to be traced to the user, which is user error. UDI: (B)(4).